Manufacturer narrative:
A review of the batch records confirmed that the product was manufactured according to specification and no deviations or anomalies were found. One opened device was returned for evaluation. Visual inspection found the distal end of the trap-lok bent and the complaint was confirmed. Closer inspection found that the tip of the device looked to be cut twice during manufacturing causing the forks to be weaker than normal. The most likely cause of this issue was due to operator/machine error during manufacturing that resulted in the device not being made to specification. The quality manager of the wheeling facility has been made aware of this issue. We are working on a route forward to determine the best way to ensure this issue does not recur.

Event description:
The pinch rod from the bone marrow biopsy pack bent during the procedure inside patient's body. The clinician noticed this when the needle assembly was pulled out after the procedure. The patient was unharmed.

Event description:
The pinch rod from the bone marrow biopsy pack bent during the procedure inside patient's body. The clinician noticed this when the needle assembly was pulled out after the procedure. The patient was unharmed.

Manufacturer narrative:
According to the product experience report, there was no sample to be returned. Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. Without such evidence, this complaint could not be confirmed and determining a definite root cause and corrective action is not possible. If the sample is returned at a future date, a follow-up report will be submitted.

Manufacturer narrative:
The sample is indicated as returned. As of the date of this report, the sample has not been evaluated. A follow-up report will be provided once the device has been reviewed.

Event description:
The pinch rod from the bone marrow biopsy pack bent during the procedure inside patient's body. The clinician noticed this when the needle assembly was pulled out after the procedure. The patient was unharmed.